Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the device and verified the reported malfunction. The se found the graphical user interface (gui) cable was loose. The cable was re-seated and the device then passed all testing.

Event description:
It was reported that during patient use, a ventilator display went blank. The patient was then removed from the ventilator and placed on an alternate device. The patient was not harmed as a result of this event.